Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, an exam could not be loaded onto the navigation system. It was reported that the exam could be loaded on a separate medtronic navigation system at the facility. There was no patient present when this issue was identified. No additional information was provided.